Manufacturer narrative:
Concomitant products: product ID 37083-40, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37083-40, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3998, lot # v113343, implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger. (B)(4).

Event description:
It was reported that there was a ¿very, very large¿ black and blue mark below where the patient¿s implantable neurostimulator (ins) was on his hip and ¿the thing they put up his back.¿ it was noted that the mark was very large, ¿bigger than a fist.¿ it was reported that the patient couldn¿t lie down at night at all because of the pain in the patient¿s leg. The reporter stated that the patient shouldn¿t be in pain because he had the ins and patient programmer to turn it up or down. It was reported that the patient could ¿walk around some¿ but it was very painful. It was noted that this started a couple of weeks prior to the report and the patient was in so much pain that they didn¿t know what to do about it or what was wrong with him. It was reported that there was no know accident or incident related to the complaint. The reporter stated that it was unknown if the ins or patient programmer was causing the issue. It was later reported that the patient had pain at the left hip below the ins. Two weeks later, it was reported that the cause of the event was that the patient walked through a metal detector and the event was attributed to the ins. It was noted that the patient was reprogrammed on (B)(4) 2013 and the programmer was reset to the original settings. It was reported that the patient was very pleased and felt he was getting good coverage and circulation. Signs and symptoms of the event included that the spinal cord stimulation was not working. It was noted that the patient did not require hospitalization and the patient outcome was noted as no injury and non-serious illness/injury.